Event description:
Event description cpi received information that during an invasive procedure to replace a medtronic lead, the sweet tip bipolar lead (4269) was accidentally cut, it was removed from service, and another (4269) was implanted.